Manufacturer narrative:
Journal reference: chung et al. "Efficacy and safety of sacral neuromodulation (interstim) for the treatment of refractory overactive bladder symptoms and chronic pelvic pain." Korean j urol 2007; 48(7):701-705.

Event description:
Journal reference: chung et al. "Efficacy and safety of sacral neuromodulation (interstim) for the treatment of refractory overactive bladder symptoms and chronic pelvic pain." Korean j urol 2007; 48(7):701-705. The authors evaluated the efficacy and safety to sacral neuromodulation for treating patients suffering with an overactive bladder (oab) or chronic pelvic pain (cpp) that was refractory to conservative therapies. A total of 30 pts underwent testing with sacral nerve modulation via either a traditional percutaneous approach or a staged procedure to predict the efficacy of this treatment for refractory oab and/or cpp. Seventeen patients underwent a procedure to implant a permanent sacral nerve stimulation. Average follow-up was 21.6 months. Reportable event: the complications reported related to the surgical operations included two cases of leg numbness, the pts simultaneously underwent the conservative treatment such as the administration of analgesics together with sacral neuromodulation.